Event description:
An expedium set screw loosened post operatively. The condition was discovered on an (B)(6) 2013 x-ray. Post-op film also suggests rod length may have contributed to loosening as it appears to potentially be short of passing fully across the head of an expedium polyaxial screw. The devices remain implanted. See mfg medwatch report no. 1526439-2013-33359 for the expedium set screw that was involved in this event.

Manufacturer narrative:
Depuy synthes spine does not use therapy dates. As a result, today¿s date has been entered into the required field. A follow up report will be filed upon completion of the investigation. Remains implanted.

Manufacturer narrative:
The samples could not be returned because they are still in the patient. Although complaint does not specify which rod was used, it can be assumed that a 5.5 ti rod was used because of the expedium 5.5 ti screw system that was used. A 12 and 36 review of the device history record for the expedium 5.5 ti rod family found there were no complaints related with the rod not being fully seated across the screw head leading to set screw loosening. No definitive conclusions can be made. Although the root cause cannot be positively determined, it is most likely due to the fact that the rod did not go across the entire screw head so abnormal loads were placed on the underside of the set screw. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.

Event description:
An expedium set screw loosened post operatively. The condition was discovered on an (B)(6) 2013 x-ray. Post-op film also suggests rod length may have contributed to loosening as it appears to potentially be short of passing fully across the head of an expedium polyaxial screw. The devices remain implanted. See mfg medwatch report no. 1526439-2013-33359 for the expedium set screw that was involved in this event.